Manufacturer narrative:
The customer declined service.

Event description:
The customer reported that they were not hearing audible alarms on 4 piic remote solution displays. There was no reported adverse event to the patient or user.